Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in fair condition, cover cracked. Customer's complaint was not verified, the clock batteries measurements were found to be within specification. Event log shows error 10106 - service clock battery soon message. Service replaced the clock batteries as a precaution. The problem source is unknown.